Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
A healthcare professional reported that the patient claims the device took off a bridge. The upper bridge on the right side came out. The device was delivered to the patient and was first used on (B)(6) 2026. The incident occurred on (B)(6) /2026. The patient reported the issue and stopped using the device on (B)(6) 2026. The patient didn't suffer any permanent injury, and no medical intervention was required. The patient cleaned the device by soaking it in hot water.